Event description:
The user facility reported that the clamp on the purge line at the top of oxygenator was shipped in a closed state. The customer reported that they noticed the event during setup. It was indicated that there may be problems with sterilization due to the clamp being closed. In other products from the same lot, the purge line clamps were not closed. The actual device was used as was, and there was no confusion on site. The patient was not harmed. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: (B)(6). G4: 510k: k130520. Confirmation of the provided image: the actual device was already primed. It was found that there was a mark that was left behind after the clamp was closed on the part of purge line. The manufacturing history record and the shipping inspection record of the actual device found no anomaly. After bonding the involved line to the oxygenator, a ventilation test was performed. No anomaly was found in the record. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was confirmed that the tube of actual device was closed with clamp. However, since the actual device was not returned and no anomaly was found in the manufacturing record, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "make sure the recirculation circuit and the purge line are not clamped, then start pump at a low speed. After checking for leakage or any other problem, gradually increase to full flow." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.